Event description:
Information received indicates the siderail will not stay up.

Manufacturer narrative:
The technician found the lower pivot bolt was missing from the right siderail end tube preventing the latch block and siderail from latching. The technician replaced the lower pivot bolt to repair the stretcher.